Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker (B)(4) rep reported that on opening implant 5537-g-416 (ts tibial insert, size 4 x 16mm), it was noted that the metal stabilizing pin usually packed with the insert was missing. Accordingly, an alternative insert (5537-g-216) was opened to use the pin from that one. There were no delay to surgery.